Event description:
It was reported that the device prompted "connect cable" when trying to charge defibrillation therapy with the hard paddles assembly connected. This was observed during testing and there was no patient use associated.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly at the failure analysis center and determined the cause of the failure to be due to a burnt resistor, designator r81.